Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The leaf valve was replaced as a precaution. The device was recertified and returned to the customer. The wye circuit was disposed of at the customer site and not part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the ventilator stopped drawing in any air at all. Complainant indicated that there was no patient involvement in the reported malfunction.